Manufacturer narrative:
Upon follow up with customer on (B)(6) 2012, customer stated that her eyes were irritated immediately after the incident, but the next day ((B)(6) 2012), her eyes were no longer irritated. Treatment was neither necessary, nor provided. Based on the information provided, the root cause for exposure cannot be determined; however, customer flushed her eyes with water and reported her eyes were neither harmed nor affected the day after the incident. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that she was splashed in the eyes with lyse reagent while replacing the act diff tainer on the coulter ac.t diff2 analyzer. Customer stated that she flushed her eyes with water. Customer's eyes were examined by a physician at the facility; the physician confirmed that customer's eyes were not affected or harmed by the exposure / splash. No treatment was necessary or provided.